Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory via review of the device image. The device was tested on the bench and no anomaly was found. The hv capacitors were returned to the manufacturer for further analysis and an internal hv capacitor anomaly was found to be the cause of the reported extended charge time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the device exhibited an alert for the capacitor charge time limit having been reached. In clinic capacitor maintenance tests yielded continued capacitor charge time outs. The patient was asymptomatic. The device was explanted and replaced without complication.